Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion medically important), menstrual disorder ("changes in menstrual cycle") and heavy menstrual bleeding ("abnormal bleeding (heavy periods)"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, heavy menstrual bleeding and menstrual disorder to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("changes in menstrual cycle") and heavy menstrual bleeding ("abnormal bleeding (heavy periods)"). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder and heavy menstrual bleeding outcome was unknown. The reporter considered device dislocation, heavy menstrual bleeding and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.